Event description:
It was reported that the patient had developed ventricular fibrillation and the device failed to deliver therapy. External defibrillation failed. The patient expired. Additional information has been requested about but not yet received.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Follow up information was received. The interrogation from after the death was sent. The device appears to be sensing appropriately. Two episodes of ventricular tachycardia were noted, both were treated appropriately and successfully with anti tachy pacing. The exact episodes mentioned by the physician and the external defibrillation were not captured on the interrogation provided. The device will not be returned for analysis and no save to disk was done which would be able to provide more complete information. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Further information has been requested, including circumstances surrounding the death, other implanted device, and a save to disk or device return. Patient information is not generally available due to confidentiality concerns.